Event description:
It was reported that the patient presented in clinic after receiving an alert for high, out of range, high voltage lead impedance. No patient symptoms were reported. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.